Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the catheter broke during catheterization and a fragment remained in the end user's urethra. He went to the emergency room and was hospitalized for 24 hours. Due to the fact that the fragment was ejected spontaneously after 16 hours and no urethral damage nor any other damage was detected, he was discharged after 24 hours. Patient with spinal cord injury since 1975. Has been doing intermittent catheterization for the last 20 years. Has been using speedicath compact m for the last two years